Manufacturer narrative:
Attempts to obtain additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch on the right atrial (ra) lead and device triggered due to low out of range impedance measurements. The device was reprogrammed to vvi, but the patient became symptomatic. Therefore, the programming was reverse. No adverse patient effects were reported.